Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the high impedance was a false reading and the patient could feel the stimulation. The lead was cleaned off and placed back into the device over head lights were turned off and pulse width and amplitude were increased. No further complications were noted or anticipated

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) it was reported that impedances were greater that 4000 with 0 contact and the blue tip was appropriately noted. No symptoms were reported and no further complications were noted or anticipated.